Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise. Programming changes were recommended but not yet implemented. Patient condition was not provided.